Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that on (B)(6) 2022, the responsible nurse went to the bedside for perineal care and found that the balloon of the bard 16-inch indwelling foley catheter appeared in the perineum. The nurse reported to the head nurse immediately. In the inspection, it was found that the air bag was not inflated, there was no air leakage and the air bag was intact. It was stated that the urinary foley catheter was placed into the patient in the intensive care unit (ICU) on (B)(6) 2022 and the normal saline was injected into the balloon for fixation. Device failure performance was mentioned as the air bag did not inflate and the injury performance was mentioned as no damage.

Manufacturer narrative:
The reported event was confirmed as use related. The failure was caused by the misuse of the product. The root cause of this failure is saline water usage which can crystallize and block the inflation lumen. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "structure & composition: the product include three series: bardex, bardic and bardia. The composition of each series is as follows: bardex, bardic and bardia bi-lumen series are composed of catheter body, inflation cone interface, balloon and valve. Bardia tri-lumen is composed to tube body, inflation cone interface, deflation cone interface, flush cone interface, balloon and valve. The product is with silicone coating. The material of catheter body, inflation conical interface, deflation conical interface, flushing conical interface, balloon is natural latex. The material of valve is polypropylene. Sterilized by ¿ radiation. Disposable. Scope of application: foley catheter is intended for use in the drainage of urine from the bladder of children and adults. Precaution: this product contains natural rubber latex which may cause allergic reaction. Sterile unless package has been opened or damage. Warning: do not use petroleum substrate lubricants with the latex- based urethral catheters such as petroleum jelly and label liquid paraffin, which will damage latex and may burst balloon. Water-soluble lubricant can be used. Valve type: use luer slip syringe. Do not use needle. To deflate catheter balloon: gentle insert a syringe in the catheter valve. Never use excessive force to make the syringe ¿stick¿ in the valve. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen. If permitted by hospital practical, the valve may be cut off. If this fails, please contact an adequately trained professional for assistance, as directed by hospital practical. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient. Storage: catheters need to be stored at room temperature and keep away from the direct light and preferably stored in the original packing box. Do not use the product of have later allergy" the device was not returned.

Event description:
It was reported that on 25jul2022, the responsible nurse went to the bedside for perineal care and found that the balloon of the bard 16-inch indwelling foley catheter appeared in the perineum. The nurse reported to the head nurse immediately. In the inspection, it was found that the air bag was not inflated, there was no air leakage and the air bag was intact. It was stated that the urinary foley catheter was placed into the patient in the intensive care unit (ICU) on 12jul2022 and the normal saline was injected into the balloon for fixation. Device failure performance was mentioned as the air bag did not inflate and the injury performance was mentioned as no damage.

Event description:
It was reported that on 25jul2022, the responsible nurse went to the bedside for perineal care and found that the balloon of the bard 16-inch indwelling foley catheter appeared in the perineum. The nurse reported to the head nurse immediately. In the inspection, it was found that the air bag was not inflated, there was no air leakage and the air bag was intact. It was stated that the urinary foley catheter was placed into the patient in the intensive care unit (ICU) on (B)(6) 2022 and the normal saline was injected into the balloon for fixation. Device failure performance was mentioned as the air bag did not inflate and the injury performance was mentioned as no damage. Per follow up information received via ibc on 19aug2022, it was stated that no holes or tears were there in the balloon and the catheter was found to be damaged. The user used normal saline to inflate the balloon of the catheter.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was initially reported in error as this event is not reportable. The device was not returned